Manufacturer narrative:
The device was evaluated and found to be within specification.

Manufacturer narrative:
Nerve problems are a well-known complication during implant surgery in the posterior region of the mandible. An orthopantomogram (opg) from (B)(6) 2020, shows the implant in place in close proximity to the mandibular canal. In this case there is nothing that indicate that the nerve problems, experienced by the patient, are related to the astra tech product. It is rather a surgery related complication. This event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a (B)(6) year-old female patient received one osseospeed ev 4,2s -11 dental implant in position 30 (fdi 46) on (B)(6) 2020. The patient reported numbness and requested the implant to be removed which was done (B)(6) 2020. After the removal of the implant the patient is fine and doesn´t experience any numbness.